Event description:
PICC insertion at bedside, description per rn, attempting to advance catheter. Able to do so to 20 cm and met resistance. Catheter withdrawn. Noted slit at side of catheter. Able to see navigator wire. Navigator wire not protruding from PICC catheter. Catheter removed andnew catheter reinserted (navigator wire not protruding from PICC catheter. Catheter removed and new catheter reinserted. (Navigator wire not used). Initial PICC catheter with tip intact. Navigator wire tip also intact and length of wire original length. New PICC catheter insert after initial reposition. Discussed situation with radiologist, she reports no findings of opacities on chest x-ray. Also discussed with pcp per staff rn, patient without chest or sob; pulse ox 96% room air.